Manufacturer narrative:
According to the customer, on (B)(6)2025 the foley was "not visualized on ultrasound per u.s. Technician". The customer reported that the patient arrived to the unit following surgery with the device in place. The customer stated that the foley was removed and replaced with a new device. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6)2025 the foley was "not visualized on ultrasound per u.s. Technician". The customer reported that the patient arrived to the unit following surgery with the device in place. The customer stated that the foley was removed and replaced with a new device.